Manufacturer narrative:
G4: 23mar2020. B4: 25mar2020. The service engineer (se) inspected the device. The se found a noise from the blower. The se replaced the blower to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13jan2020.

Event description:
The customer reported a high blower speed, and that the unit was making a noise. There was no patient involvement.